Manufacturer narrative:
Manufacturing review: a lot history review could not be performed, as the lot number is unknown. Visual inspection: none - no sample returned. Functional/performance evaluation: none - no sample returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
It was reported that during an attempt to implant an endovascular stent graft in an a-v graft at the anastomosis of the axillary vein, the stent graft would not deploy. The stent graft was removed without incident and another stent graft was used to complete the procedure. There was no reported patient injury.